Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection. The irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported clinical observation was confirmed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation an intellanav mifi open-irrigated catheter was selected for use. During radiofrequency (rf) ablation the maestro generator displayed an excessive temperature alarm. When the catheter was checked it was found that the irrigation port was broken and the irrigation fluid was leaking from the tubing. A metriq pump was used for irrigation with a flow rate of 30ml/min. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation an intellanav mifi open-irrigated catheter was selected for use. During radiofrequency (rf) ablation the maestro generator displayed an excessive temperature alarm. When the catheter was checked it was found that the irrigation port was broken and the irrigation fluid was leaking from the tubing. A metriq pump was used for irrigation with a flow rate of 30ml/min. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.